Event description:
It was reported that during use bd vacutainer® multiple sample luer adapter the needle was stuck in the shield without coming out of the rubber sleeve. The following information was provided by the initial reporter: the customer reported that the needle (on the blood collection tube side) of the adapter was stuck in the shield without coming out of the rubber sleeve. This event occurs frequently. The blood collection tube was a venoject ii (edta-2na 7ml) made by terumo.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. The competitor containment device (blood collection tube) used in conjunction with our luer adapter and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the luer adapter sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.